Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of 28.6 mmol/l. Customer administered a correction bolus via the pump to successfully resolve the bg. Reportedly, the customer was using fiasp insulin with the pump. Customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
Per the tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.